Manufacturer narrative:
Product event summary: the data files and balloon catheter, afapro28 with lot number 66765, were returned and analyzed. The data files did not record any system notice for the date of the event. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 15 injections. The balloon catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, clinical issues were encountered during the case. There is no indication of relation of adverse event to the performance of the cryo device. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the transseptal access was difficult. A pericardial effusion was noted using intracardiac echocardiography. A pericardiocentesis was successfully performed. The case was completed with cryo. A perforation had occurred, and the physician felt it was possibly due to the transseptal procedure. The effusion was thought to be 'a slow effusion that accumulated during the course of the procedure.' The patient was admitted to the intensive care unit. The patient recovered and was discharged. No further patient complications have been reported as a result of this event.